Manufacturer narrative:
The reported event of high lead impedance was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for a electrode exchange. The patient's right ventricular (rv) lead exhibited high out of range pacing impedance. The rv lead was explanted and replaced. The patient was in stable condition.